Event description:
Customer reports that the table had no movement at all, via either the foot pedal or the handle control. All other functions of the suite were available. Potential for injury exists.

Manufacturer narrative:
Pending manufacturing investigation summary. Upon receipt of the investigation, a medwatch supplemental report will be submitted.